Manufacturer narrative:
No service on the ventilator has been requested. No parts have been replaced. Ventilator logs were provided. The event log indicates that the ventilator continues to deliver gas all the time but due to high pressure, the safety valve opens and the measured expiratory volume goes below the lower alarm limit. This is indicative of a blockage in the patient circuit. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a stop of ventilation. There was no patient harm. Manufacturer's ref#: (B)(4).